Manufacturer narrative:
The insulin pump was received with cracked battery cap, battery tube threads, reservoir tube lip, and belt clip slot and scratched lcd window. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No unexpected sound during bolus was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and damage on the insulin pump. The customer's blood glucose reading was 443 mg/dl. The customer treated with the pump. The customer stated that she had high readings during bolus when she pressed act. The customer stated that the pump made a strange spraying sound. The customer stated that there was also damage on the battery cap and battery compartment. The customer stated that the pump was not caused by a vehicular accident. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.